Event description:
This report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the two hurricane rx dilatation balloons burst. The third hurricane rx dilatation balloon was already pierced; additional clarification to determine the size/nature of the piercing has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a fourth hurricane rx dilatation balloon. No patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the catheter did not have any damages. A microscopic examination was performed and the balloon was found to be burst, therefore the reported issue of balloon burst was confirmed. The burst failure is likely due to factors encountered during the procedure, such as the interaction between the balloon and other devices during the procedure that could have created friction, resulting in a balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the two hurricane rx dilatation balloons burst. The third hurricane rx dilatation balloon was already pierced; additional clarification to determine the size/nature of the piercing has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a fourth hurricane rx dilatation balloon. No patient complications have been reported due to this event.